Event description:
The following was reported via maude event report ((B)(4)) submitted by patient: it is alleged the pt underwent surgery in 2004, where a flat mesh and a composix kugel mesh were implanted. The pt reports constipation, nausea, diarrhea, pain in lower part of abdomen, pain in legs and arms, occasional chest pains.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all patient, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The patient reports pain and other complications following the implant. Currently, medical records have not been provided and it appears the mesh remains implanted. Product identifiers have not been provided, therefore a mfg review is not possible. With the limited amount of info, no conclusion can be drawn at this time. See MDR 1213643-2012-00734 for info related to the bard flat mesh.